Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported white/blank screen which was reproduced as a white screen at power up. The white screen was verified through a visual inspection which found the rear case back flex unsecured from the input/output printed circuit board (I/o pcb) causing the symptom. The back flex was secured into the I/o pcb to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed a white/blank screen. There was no patient involvement. No additional information is available.